Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon inspection, it was discovered that component j1 had a broken pin connection. The j1 component is a 6-pin plug connector located on the monitor's biphasic defibrillator pca board. The cause of the monitor's inability to power up was due to a broken connection at pin 2 of component j1. The root cause of the broken connection cannot be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement monitor.

Event description:
The patient services representative (psr) assisting a (B)(6) female patient contacted zoll lifecor customer support service to report that they were having trouble with the patient's equipment. It was reported that there was no response from the monitor when either battery was used. The patient was provided with a replacement monitor.